Manufacturer narrative:
No samples were received for evaluation. No customer pictures were provided. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined. Corrected data: h3: no samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer advised they had a recent increase in "test not performed or qualified result" comments for potassium based on "whole blood, unspun or partially spun gel barrier tube. The customer inquired of possible defects with the sst tubes. Additional information from the customer as follows: "our specimen collection and processing policies are consistent with the parameters above. We do not have a greiner centrifuge, we have a thermo fisher scientific sorvall st16. Our centrifuge is regularly maintained and rpms verified with a calibrated tachometer. The setting for sst tubes is 1500g for 10 min. The lot numbers you have sent are the lot numbers on our current supply of tubes. The increase in tnp and incompletely spun specimen tube comments is a recent problem, approximately within about the last 8 weeks. Tubes were allowed to clot for 30 minutes and were stored upright during clotting. Tubes were centrifuged within 2 hours after blood collection. The centrifugation was performed on a new drucker centrifuge. Specimens were filled appropriately to the fill mark on the tube.